Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. An osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood and bone with damage and fracture at the middle. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (144989) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported implant fracture and inflammation. Patient has been rescheduled for sinus lift and new implant placement.